Event description:
It was reported by the customer that the wire became entangled in the right subclavian/arterial venous graft (avg) stent. The device was cut and the entangled portion was left within the av graft. Per assistant director- the physician cut the catheter approx 3 inches from the distal end. The portion of the catheter still remains in the av graft of the pt. The pt was released from the hospital the same day. The clinician stated "the ptd device did not malfunction".

Manufacturer narrative:
Sample will not be returned for eval.